Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient (pt)  got their stimulator to help with both, diarrhea and bladder symptoms and prior to september 10 when caller turned stim off for knee surgery- unrelated (fractured kneecap/knee replacement surgery) it was going fine. Caller said, after the surgery, they think they turned stim back on to the normal setting of 2.6, but since after the surgery, the pt is experiencing a lot of diarrhea. Redirected to the doctor. Caller said in the past the doctor has told them to call medtronic most of the time. Troubleshooting was unable to be performed as caller was not with the patient and did not have the equipment. Caller said they  will bring the equipment. Reviewed they have the option to increase stim or change programs. The patient was redirected to their healthcare provider to further address the issue. Caller also reported when pt's symptoms changed, in the past they were successful to resolve the symptoms by making an adjustment to pt's settings. Caller al so reported when an increase was made to stimulation, pt told caller, they felt a "zap" but caller confirmed, stim became comfortable after caller reduced the setting to a comfortable level. (Normal programming adjustment).